Manufacturer narrative:
The device was returned and the evaluation found that the inside of the tip beak was melted. The tension ring was broken, the insertion pipe has cracks and rust at the base, the seal rubber is discolored and the cap was loose. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the resection sheath exhibited the inside of the tip beak was melted. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4(lot number added), h4, h6, h10. Corrected fields: corrected fields: e1(first name, last name, telephone number removed, and establishment name changed to olympus), g2. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the root cause could not be identified however it is likely that found damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be prevented by following the instructions for use which state: the instructions for use (IFU) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: 4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.